Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and it was observed there were 3 sessions. From one of the session observed coredump and system logs had captured segmentation fault in qmlguiservice. Analyzed the coredump and observed segmentation fault in qmlguiservice and stacktrace was pointing to the function qsgbatchrenderer::renderer::unmap(qsgbatchrenderer::buffer*, bool). From the application logs observed user had made transitions from planning to registeration task couple of more times. User had gotten a registration accuracy of 2.3 millimeters (mm) to 3mm range. Soon after user switched from verify registration task to navigation task this issue had occurred. There were no other errors captured in the logs. Tried to reproduce the user transitions obtained from log in house and was not able to reproduce the issue. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after completing registration and attempting to proceed to navigation, the display went black and then displayed an internal error 64 before rebooting. Registration had been saved upon reboot and the case proceeded without further issue. There was a surgical delay of less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737 , version: 2.1.0 , ubd: unknown, UDI: unknown. H3,h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.